Event description:
It was reported that during the procedure, after the subject stent was half deployed for the second time, the physician did not observe the stent. After searching, it was found that the stent had dislodged and bent at the distal end, and at the same time, the stent failed to cover the aneurysm. Subsequently, the physician used a balloon to dilate the subject stent and then deployed another fd stent at the proximal end of the existing stent. The procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported that during the procedure, after the subject stent was half deployed for the second time, the physician did not observe the stent. After searching, it was found that the stent had dislodged and bent at the distal end, and at the same time, the stent failed to cover the aneurysm. Subsequently, the physician used a balloon to dilate the subject stent and then deployed another fd stent at the proximal end of the existing stent. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the device was returned. The subject stent and introducer sheath were not returned. The stent delivery wire (sdw) was found to be kinked/bent towards the proximal and distal end. Functional inspection was not performed. The reported complaint could not be confirmed. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per directions for use (dfu) instructions. There was no indication of a user related issue. The anatomy was reported to be not tortuous. The deployment process went smoothly, but the subject stent's landing point was not ideal as the microcatheter did not extend beyond the subject stent retrieval marker. Therefore, the physician prepared to retract the subject stent for a second deployment. After the subject stent was half deployed for the second time, the physician did not observe the subject stent. After searching, it was found that the subject stent had dislodged and bent at the distal end, and at the same time, the subject stent failed to cover the aneurysm. Subsequently, the physician used a balloon to dilate the subject stent and then deployed another fd stent at the proximal end of the existing stent, completing the surgery. Product analysis found only the stent delivery wire (sdw) was returned. The stent delivery wire (sdw) was kinked/bent which indicates it encountered a force/resistance during use. An assignable cause of procedural factors will be assigned to the as reported codes, ¿stent failed/unable to open¿, ¿stent dislodged/migrated¿ and ¿stent deformed¿ and as analyzed code ¿sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.